Event description:
It was reported the patient was getting poor coupling with the recharger and they were having difficulty recharging. When the patient¿s husband or anyone else is using a computer or cell phone near the patient when they were charging, their coupling would drop from eight to two boxes. This had been an issue since implant. The patient wanted to know if charging to 100 percent at night and then having the implantable neurostimulator (ins) battery show 75 percent would be an issue or if a router could affect the system or recharging. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow up report will be sent.

Manufacturer narrative:
Concomitant products: product ID: 3389s-40, lot# v825993, implanted: (B)(6) 2011, product type: lead. Product ID: 3389s-40, lot# v825993, implanted: (B)(6) 2011, product type: lead. Product ID: 37651, serial# (B)(4), product type: recharger. Product ID: 37085-60, serial# (B)(4), implanted: (B)(6) 2011, product type: extension. Product ID: 37085-60, serial# (B)(4), implanted: (B)(6) 2011, product type: extension. (B)(4).